Event description:
Pt tissue was colored black around the patella dome. Also the poly was disassociated from the metal backing. It was clearly seen that the patella's metal was tracking on the femoral component. Component is in the possession of the hosp.